Event description:
It was reported that the patient enrolled in the clinical study (B)(6) experienced a fall which was moderate in severity. The patient was admitted to the hospital where reprogramming was performed and then discharged. The patient was fine and the event has resolved. The investigator reports this serious adverse event with an unlikely relationship to device stimulation and not related to the study procedure or hardware.